Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30115581l number, and no non-conformances related to the reported complaint condition were identified. Concomitant medical products: non biosense webster, inc. - st. Jude medical agilis 8.5 fr sheath; carto 3 system; us catalog #: unknown; serial #: unknown. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a (B)(6) patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the ablation phase, cardiac tamponade was confirmed by intracardiac echo (ice). No visible signs were observed on the patient. Pericardiocentesis was performed to remove 400 ml of fluid from the pericardium. The patient was reported to be in stable condition after pericardial drainage. The patient stayed one extra day in the hospital. Patient¿s outcome was fully recovered. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. Transseptal puncture was not performed. A st. Jude medical agilis 8.5 fr sheath was used. The generator was used in power control mode with a temperature cut-off at 55 degrees. The overall time for ablation was 27 seconds when the effusion was discovered. It is unknown if the ablation was the cause of the event, the effusion was discovered immediately afterward however may have occurred during catheter placement. The noted parameters at the site of injury included 20 watts of power, impedance in 110-120 ohms during single ablation. The power did not titrate during the ablation. The catheter irrigation was set at 8 ml/min with 20 watts of ablation. The patient did not receive anticoagulant during the procedure. No error messages observed on the biosense webster, inc. Equipment during the procedure. The thermocool® smart touch® sf bi-directional navigation catheter was not in close proximity to another catheter and it was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit (piu). The carto 3 system did not indicate to re-zero the catheter.